Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including several shock tests in automatic mode and manual 30 joule self tests without duplicating the report. The device was recertified and returned to the customer. The returned battery was determined to operate as intended. The pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.